Event description:
It was reported that the device reached elective replacement indicator due to high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device was analyzed. High resistance/impedance was noted as high battery impedance lead to elective replacement indicator (eri). Battery depletion was indicated as eri due to high battery impedance was logged on (5 may 2011 prior to explant. (B)(4) version 8 installed 04 feb 2011.